Event description:
Patient reported left side deflation. Healthcare professional confirmed. Healthcare professional reported "hole on valve side and valve delaminated from shell". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Delamination: not observed. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Healthcare professional reported "hole on valve side and valve delaminated from shell". The device has been explanted-replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and "valve delaminated from shell".